Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that patient underwent surgical intervention and the ipg was explanted and replaced.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. It was determined patient lost weight, causing the ipg to be superficial. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.